Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 8fr angio-seal device was used on a neuro patient, stroke alert. Ten hours post procedure, the patient was walking from chair to bed and reported feeling pressure at groin site. A hematoma was noted with blood on the dressing. Post procedure the patient was positioned supine flat for the first seven hours s/p ica stent and angioplasty. Inr .92. Drugs used: alteplase bonus/infusion, 600 aspirin, nicardipine, phenylephrine. The patient was in stable condition. The procedure outcome was successful. Estimated blood loss was less than 250cc. Additional information was received on 07feb2020. The procedure being performed was a cerebral angiogram/r ica stent using a short e sheath 8fr procedure sheath. A pre-deployment angiogram was performed. The patient did not have a history of a bleeding disorder. The patient had fluro verification prior to the stick. Testing was not done to diagnose the bleeding. There was manual compression performed to treat the bleeding. There was no direct allegation against the device from the clinician that the device caused or contributed to the event. Blood thinners/initiation/history of tpa/asa/plavix (stent rica). Head of bed (hob) flat/mobility timing: flat x 6hrs.